Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician¿s preference. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was having frequent and extended ipg charging time. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was having frequent and extended ipg charging time. The patient will undergo an ipg replacement procedure.